Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with a complete pump reset, successfully guiding the caller through the process, and the error did not recur. Subsequently, the caller was able to start their sensor session without further issues.